Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and also had high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was close to 500 mg/dl. The customer treated with blousing by the pump. The customer declined troubleshooting of the high blood glucose. The customer was wearing the pump at the time of the hospitalization. The insulin pump will not be returned for analysis.